Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected; only the catheter was returned so it was not possible to know if the catheter was tied tightly or not mark of ligature are seen on the extremity of the catheter no abnormities were note with the catheter. A research for related complaints was done for the last two years, this is the only issue. Review of the history device records was not possible as the lot number was unknown. The root cause could likely be due to implantation in the neck and the constant movement associated with implanting it in the neck, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with congenital hydrocephalus ((B)(6) boy) about 4 years ago. Since the abdominal catheter was found to have fallen off at the exam after he complained of abdominal pain, the device was replaced with 82-3045 on (B)(6) 2016. The patient's condition is good after the revision. According to the surgeon, the device was implanted through occipital ventricular puncture and the valve was placed on the neck, so the abdominal catheter may have been broken due to friction caused by the movements of the neck. The surgeon requested to investigate the root cause of the event by examining the broken surface of the catheter.